Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The needle was broken length ways. The total needle length, from the beginning to the tip, was broken.